Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "possibly due to contamination of the shower head". The peritonitis was manifested by nausea, cloudy pd effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with cefazolin (intravenous, discontinued after 10 days) and gentamicin (intraperitoneal, discontinued after 10 days) for peritonitis. The patient was discharged ten (10) days after hospital admission and recovered from peritonitis event. Action taken with pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.